Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1 would not lock closed. A field service engineer inspecting the back of the drawer and found that the latch mount was noticeably unscrewed from the sides of the rail. The field service engineer remounted the latch onto the side of the rail and secured the screws back into place. The customer then verified the drawer¿s functionality, and everything worked without issue. The system functioned as intended after the field service engineer repaired the device.